Manufacturer narrative:
Actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that the motor device was running hot but did not overheat; it was just running hotter than expected. Spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was observed that at the end of the temperature test, the device was running at 109.8 degrees fahrenheit which was only 8 degrees from the maximum allowable temperature verifying the complaint. During repair, it was observed that the locking mechanism on the locking cylinder and pawl release were power broken, which was indicative of creating heat while the motor was in use. It was determined that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.